Event description:
We received a phone call stating that they had 2 weld failures on a pressureguard easy air cover.

Manufacturer narrative:
The product was not returned. Follow up attempts were made, but still have not received product. This problem was identified in house on (B)(4) 2009 and a car was issued to our manufacturer on that date. We did sort internally for this symptom during that time. Root cause was identified and corrective actions were taken on (B)(4), 2009. The spacer fabric material diameter was too large and interfering with the welding process, causing poor welds. This is a "spot" problem and not a catastrophic entire cover top issue. This particular cover was part of the production run prior to taking corrective action.